Event description:
It was reported by the patient's attorney that as a result of having the product implanted the pt has experienced significant mental and physical pain and suffering, and has sustained permanent injury.

Manufacturer narrative:
The device remains implanted. The investigation is in progress. Once the mfg review and investigation is complete a supplemental MDR will be filed.